Event description:
It was reported that ultra fast-fix, t1 and t2 deployed at the same time, resulted in a failure to implant t1. No significant delay or patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. Complaint indicated ¿simultaneous deployment¿. This device requires manual advancement to position the anchors at the tip of the delivery needle for deliberate manual stripping off of each anchor. There is no deployment with this device style. The device is in fairly good condition. There is no obvious damage noted. The blue split cannula was returned but not protecting the needle. The depth limiter was returned and is trimmed and twisted. T1, t2 and suture are still located within the delivery needle track. The manual actuator advancement lever was not advanced yet. A functional test was performed. T1 properly located at the needle tip where it was manually stripped off successfully. This was followed by t2 which manually stripped off as well. There is no mechanical issue with this device. No root cause related to the manufacture of the device can be confirmed.